Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed lesion was located in a calcified and moderately tortuous artery. On the first and second inflation the sterling es mr 3mm x 40mm x 146cm was inflated to twelve atmospheres. On the third inflation the balloon ruptured at twelve atmospheres. The procedure was completed with a different device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
Eighteen years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).